Event description:
A multi-parameter monitor (mpm 1) was involved in an incident described as; when the unit was switched on and connected the catheter had no display and the unit alarmed. Even when the unit was switched off and on again the issue continued. The product was in contact with a pt; however, there was no pt injury or death involved. The event increased the surgery time by 30 minutes.

Manufacturer narrative:
The device involved in the reported incident has been received for an eval. An investigation has been initiated based upon the reported info.